Manufacturer narrative:
Additional information in b4, g6, h2, h11. Note, event was reported in united states but occurred in sweden. Correction made to h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Root cause cannot be determined as the blockage could not be removed. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Account - sanofi aventis. Sanofi complaint ref# (B)(4). Item, sku, lot# - unknown. Event description: needle (partially) blocked. Note - this request is received from sweden.